Event description:
It was reported that the patient experienced a loss of pain coverage. The signs/symptoms were headache and seroma anteriorly and posteriorly around pump site. The pump was interrogated and revealed 19ml left in fluid volume. It was indicated this resulted in in-patient or prolonged hospitalization. The pump was delivering dilaudid.

Manufacturer narrative:
Catheter model# 8709, lot# j10824r24, implanted: 2001 (B)(6), explanted: unk. Catheter model# 8596sc, serial# (B)(4), implanted: 2012 (B)(6), explanted: unk. (B)(4).

Manufacturer narrative:
(B)(4).